Event description:
It was reported that on (B)(6) 2011, the procedure was to treat a 90% stenosed lesion in the mid circumflex. Pre-dilatation was performed and the promus stent was implanted. On (B)(6) 2013, the patient presented with carotid endarterectomy, and some problems with movement of the left arm. CT scan noted acute nonhemorrhagic infarction near the vertex on the right near the post central gyrus. No treatment was given and the symptoms improved during the hospital stay. The patient was discharged to (B)(6) on (B)(6) 2013 with residual arm difficulties. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported patient effect of cerebrovascular accident is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.